Event description:
Additional information was reported by the consumer, reported that he had no further updates at this time since he was just starting to work with healthcare professional (hcp) now. He saw a hcp on (B)(6) 2016. Patient inquired if he should turn stimulation on. Patient stated he would call back if he has any further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had stimulation from their implantable neurostimulator (ins) in an undesired location. The patient had contacted the manufacturer&#62688;representative a couple of weeks ago because they experienced tingling (described as an electricity or "voltage" sensation) in all 5 fingers in the right hand. The patient also mentioned that they a stimulation (tingling) in the neck when they turned their head to the right. It was confirmed that they had the ins system implanted for pain in the patient&#62688;right arm. The representative helped the patient turn the ins off but the tingling sensation did not resolve so and had been ongoing for a couple of week. As a result they went to see their primary care physician (pcp) originally thought the issue was due to a pinched nerve and arthritis but later stated that it was due to the implanted device. The patient stated that they did not believe it was being caused by the device. There were no falls or trauma reported that could be related to the issue. The patient was going to follow up with their hcp (currently did not have a managing hcp for the device and was provided with physician listings). The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.